Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with an increased atrial threshold. Atrial impedance had decreased from 519 ohms to 205 ohms. The lead would be reviewed again in one month.